Event description:
Nurse reported via phone call the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2022. Blood glucose values was 1700 mg/dl and current blood glucose value 1527 mg/dl. Customer was treated with intravenous insulin drip and manual injections. Nurse reported that the customer sensor glucose value was 40 mg/dl when they admitted in to the hospital that time they gave brunch of crabs to bring up blood glucose and blood glucose was high. Troubleshooting was performed. Customer was using the insulin pump with the auto mode feature active at time of reported event. Customer was using the insulin pump since past 48 hours of reported event. The symptoms reported such as vomiting, weak due to high blood glucose. No further complications were reported. Product will not be returned for analysis. The customer will continue to use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer reported being hospitalized on (B)(6), 2022 at 05:00 for high blood glucose of 1700mg/dl and diabetic ketoacidosis. Customer was weak and was vomiting. Customer said her sensor was reading low and she treated before verifying the finger stick value. Nurse had said the sensor glucose was below 40mg/dl, so she was given a bunch of carbohydrates to bring up blood glucose and when they checked her blood glucose it was 1527mg/dl, so she was taken off the pump and put on insulin drip. At the time of the call, customer was on manual injection. So caller alleged a sensor glucose vs blood glucose issue. Customer also reported sensor updating, calibration not accepted, and change sensor alerts. Pump was used at the time of the incident.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5, h6- hecc & heic with this report.